Manufacturer narrative:
Picture of end of nasal rasp with missing piece and picture of metallic foreign body were provided. However, instrument / broken piece, after many contact attempts,could not be obtained from facility and therefore could not be verified that instrument was indeed a black & black product.

Event description:
We were informed that a doctor had to perform a revision exploratory rhinoplasty to find out why their patient from a year prior had a pronounced defect with swelling along the upper bridge of their nose. Patient had developed a large pseudocyst which contained a metallic foreign body - the distal end of a nasal rasp.

Manufacturer narrative:
After evaluation of the device, it was determined that the device was either dropped or mishandled during the sterilization process which could have caused a crack at the tip of the insert on the rasp. That coupled with pressure during surgery could have caused the tip to break off.